Event description:
Medtronic received information that the same day of implant this bioprosthetic aortic valve was explanted due to a paravalvular leak and possible infection.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the appeared distorted; oval shaped. All leaflets were slightly stiff but flexible. All leaflets were intact. All commissures were intact. Remnants of pannus remained attached to the sewing ring on the outflow with traces along the outflow rails adjacent to all cusps. Traces of pannus remained attached to the tissue and base stitching adjacent to the right non-coronary inferior coaptive area extended approximately 1 mm onto the right cusp. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. The device history review of this product was performed, there was no issue identified regarding manufacturing and sterilization (raw materials, manufacturing time period, packaging and labelling, or sterilization load) that would have impacted this event. Based on the received information and the return product analysis, the paravalvular leak (pvl) is found likely due to stent distortion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Multiple attempts were made to gather additional information with no success. The device has been returned and analysis is in progress. A supplemental report will be submitted once the analysis has been completed. (B)(4).